Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was tested on generator and it was found that the min and max hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. There were no alert screens at any time during testing. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device.

Event description:
It was reported that laparoscopic sleeve gastrectomy procedure, the ace36e probe was not working. Shown error during the surgery. Tissue pad came out while operating. No patient consequences reported. One device will be returning.